Event description:
It was reported while using bd pegasus yel 24gax0.75in prn-qsytey nopvc the catheter separated. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: in general surgery, it was indwelled for 3 days. When the needle was pulled out, the wing of the needle was separated from the tube, and the tube was not left in the patient's body, which did not affect the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10-nov-2022. H.6. Investigation summary: in response to the event reported, a device history review was conducted for lot number 2052637. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was submitted to aid in our investigation into this event. Our engineers were able to confirm the reported non-conformance with the provided device. The catheter tubing had been bifurcated inside of the adapter housing. The broken edge of the catheter tubing was flat and even, and did not display characteristics consistent with tensile stress such as stretching or whitening of the tubing. The characteristics of the broken edge are consistent with contact with a sharpened edge similar to a cutting instrument. Based on these observations and the provided description of the event , which indicated that the damage occur after three days of use, our engineers could not associate the root cause with the manufacturing process and it is suspected that the damage occurred as a result of use. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd pegasus yel 24gax0.75in prn-qsytey nopvc the catheter separated. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: in general surgery, it was indwelled for 3 days. When the needle was pulled out, the wing of the needle was separated from the tube, and the tube was not left in the patient's body, which did not affect the patient.